Event description:
Transanal end-to-end anastomosis, technique; no ileostomy. The anastomosis was performed with the car 27 device. Three days after the procedure, a fistula occurred in the anastomosis area. The surgeon believes that the leakage is caused by one of the "dog's ear" or due to the short distance from the anal verge (7 cm) . The surgeon considered the event not reportable "because of correct functioning of the car 27". The procedure was a robotic procedure - using the de-vinci robot device and 3 staplers' lines were performed for the resection of the distal stump.

Manufacturer narrative:
The procedure was performed with the de-vinci robotic device. The procedure was very complicated (very low procedure, without ileostomy, very long operation and usage of 3 staplers' line in order to resect the rectum). The surgeon considered the event not reportable because "the correct functioning of the device". The event was further investigated and discussed with the surgeon during a visit of the company training director in the site and was also analyzed by the company medical advisor who concluded that most probably the event is technique related however contribution of the device could not be completely overruled.